Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Unable to verify the battery out limit alarm due to the blank display.

Event description:
The customer reported two instances of a blank display followed by battery out limit alarms. The customer didn't want to troubleshoot, and asked to have the insulin pump replaced. Nothing further was reported.